Event description:
(B)(6) was performing a t&a (tonsillectomy and adenoidectomy) procedure using cautery. At the end of the procedure, the physician noticed that there was a burn on the inside and outside of the patient's lip. The burn was caused from insulation failure of the cautery that was being used. It had been resting on this area during the procedure and they didn't realize it was burning through until the end. The surgical team applied ointment to the burned area and (B)(6) said it would be 6 months before he knew if he had to do any plastic surgery.